Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventrivular lead had oversensing. The lead was capped on (B)(6) 2018 and replaced. The patient post procedure recovered for 1 night in the hospital, while awaiting for a new lead placement.